Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump was returned to smiths medical for repair for a motor rate error. There was no patient involvement and the product issue did not contribute to a patient injury.

Manufacturer narrative:
One used syringe infusion pump was received for device evaluation. Visual inspection found the device to be in poor physical condition, with damage to the force sensor cable and cracking at the top case and right plunger case. A review of the pump event history log was performed and found a motor rate error / motor not running had been logged. Functional testing to detect possible occlusion was performed and found motor rate error. The u29 on main board was found to not have been working as intended. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.